Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc231650e0. Model: sc-2316-50e. (B)(4).

Event description:
It was reported that during the trial period, the patient felt irritation with the right-sided lead. The patient was prescribed with antibiotics and was doing well. The removed trial leads were not returned.